Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
Customer received negative results when she ran her qc, it was all out of range. She reran qc which she was able to recover within range and reran patient samples. Issue involved multiple assays. She provided results for five patients, two were discrepant, all repeat testing performed on another module of the analyzer. Patient 1, initial lipase result 194 (accompanied by h data flag), repeat gave 37 u/l. Patient 2, initial alt result 9, repeat gave 49 u/l (accompanied by h flag); initial calcium result 12.0 (accompanied by h data flag), repeat 10.5 mg/dl; initial total bilirubin 1.4 (accompanied by h data flag). Repeat 0.4 mg/dl. Initial results were not reported, no patient treatment was performed based on erroneous results. Reagent lot numbers were not provided. The field service representative determined cause of the discrepancies was misalignment of the r2 reagent probe . Customer adjusted the probe. Field service representative followed up with inspection of the instrument which was within specification. He checked and verified performance of the r2 reagent probe.